Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were episodes of high capture threshold and variable p-wave sensing values. X-ray was performed and revealed that the right atrial (ra) lead was dislodged. The device was reprogrammed to deactivate the ra lead and the patient was stable.